Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, the device¿s inlet filter needs to be replaced due to preventive maintenance, which was not related to the malfunction/issue.